Manufacturer narrative:
(B)(4). Batch # p55m8l. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damaged. Only the anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the returned washer and knife had dents on them, indicating that the device was probably fired over an already existent staple line, giving the impression of a thicker than usual washer requiring extra force to complete the firing sequence.the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: after surgery, the surgeon checked the device, found the breakaway washer was thicker than normal one's, he tried to fire with big force, and cut off the breakaway washer.

Event description:
It was reported that during the endoscopic esophagectomy for carcinoma of esophagus fired the device, found the tissue was cut off, but staples malformed, and did not cut the breakaway washer. Suture was used to sew the wound. There were no adverse consequences to the patient.